Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address patella pain and slight maltracking. Patient was brought to or for patella resurfacing. Surgeon had chosen not to resurface at time of index procedure due to how thin the patella was. Patella resurfacing performed uneventfully in conjunction with a lateral release. Surgeon noticed some laxity in the knee and decided to trial a thicker insert. A thicker insert was found to be more stable and the insert was exchanged. This knee is well aligned and sized, no poly wear was noted, nor was it put in with anatomic alignment technique. It was simply looser than he felt was appropriate. Depuy cement was used in this knee replacement but it is hospital owned and not in records. Doi: (B)(6) 2020, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.